Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and mode rately calcified lesion exhibiting 90% stenosis located in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed s tent. Resistance was encountered when advancing the stent. Excessive force was not used during delivery. It was reported that the stent was unable to be positioned and upon removing from the patient stent deformation was noted. A burr was observed on the distal edge of the stent. The procedure was completed using another 3.00 x 38 mm resolute onyx stent. The patient was reported to be alive with no injury.